Event description:
It was reported that this right atrial (ra) lead exhibited noise. (B)(6) technical services (ts) was unsure when it happened. Ts also discussed noise artifact is reproducible on both right atrial (ra) lead and right ventricular (rv) lead with various isometric maneuvers. When the patient reached left arm across chest to right shoulder an increase of the noise artifact on both leads was observed. Pocket manipulation did not reproduce the noise artifact. Ts suspected that this could be a lead issue, replacement of both leads may be considered. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).